Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose. Technical support sent customer a new wall adapter and usb cable. Reportedly, the customer continued to use the pump for insulin therapy.